Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, an alert indicating that the device could not be interrogated was observed. It was noted that the patient had been lost to follow-up and the device had not been checked since 2011. The patient was stable throughout the device interrogation. Replacing the device was suggested. The device was explanted and replaced without any adverse events. Patient's condition was stable before and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.